Event description:
Customer reported having difficulty ventilating a pt during a case. During each case, biomed personnel reportedly found a twisted seal within the absorber manifold. There was no reported pt injury. Investigation/conclusion: datex-ohmeda service representatives performed a checkout of the equipment. It was reported to datex-ohmeda that, prior to the alleged cases, hospital personnel had disassembled the absorber manifold. During subsequent reassembly, it appears hospital personnel incorrectly assembled the parts. Incorrect reassembly resulted in a twised seal, creating a leak in the system. Correct manifold assembly procedures are contained within the aestiva operation manual. Hospital personnel have been retrained on proper reassembly of the absorber manifold. A preoperative check of the system, as indicated in the FDA checklist or that which is contained within the aestiva operation manual should pick up the leak condition.